Event description:
Symptoms/ae: hematoma. Time of symptoms/ae: after vessel closure. Device malfunction: none. It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, later that evening a large hematoma developed. Manual compression was applied to express the hematoma. The patient was discharged to home the following day. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.